Event description:
It was reported that the patient experienced an overdose following a programming session. The patient did "go back several times and physician himself checked and adjusted". Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Programmer: model 8840. Catheter: model 8709, lot# l62217, implanted: 1999 (B)(6), explanted: unk.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: regarding the overdose during the programming session the healthcare provider reported that it was "not completely true". It was stated that the bridge bolus was not calculated during session and patient was called back in; no issues occurred. Patient had no symptoms; non-serious injury/illness.